Manufacturer narrative:
The patient was revised 13 months after prior surgery to remedy synovial inflammation. Revision consisted of replacing the poly insert with the same size insert. No information was provided regarding patient activity, accidents or medical contraindications including pre-existing conditions that would lead to or cause synovial inflammation. The device was not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended, including sterilization. The synovial inflammation was most likely caused by factors such as rheumatory arthritis and are not likely due to the implanted device.

Event description:
It was reported that the patient required a poly exchange due to synovial inflammation. Not a product problem or malfunction.